Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. However, a secondary issue was found with the test strips where on performance testing with control solution the results were found to fall above the labeled range. High readings can be due to a number reasons examples being exposure of the test strips to moisture and incorrect label information. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch select meter displayed an "ER 2" and "ER 5" message. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests his blood glucose 4x daily. The patient manages his diabetes with novolog insulin (5-8 units 3x daily) and levemir insulin (10 units at night). The alleged issue began on the afternoon of (B)(6) 2011. The patient denied making changes to his diabetes management routine. A couple weeks after the alleged issue begun, the patient claimed he woke up in the morning feeling symptoms of weak, shaky, tired and nervous. That afternoon, the patient went to a friend's house in order to test and obtained a blood glucose result of "51 mg/dl" with another device. The patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter. The cca was unable to walk the patient through resolving the alleged "ER" messages. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issues began.